Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the gear train, a stall due to shaft bearing, and overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient in a clinical study who was receiving compounded baclofen with concentration 100.0 mcg/ml at a dose rate of 19.98 mcg/day, bupivacaine with concentration 15.0 mg/ml at a dose rate of 2.998 mg/day, and hydromorphone with concentration 1.0 mg/ml at a dose rate of 0.1998 mg/day via an implantable pump as of (B)(6) 2016 for thoracic malignant pain. It was reported that during a refill greater than 3 ml reservoir volume discrepancy occurred. Diagnostic testing included device interrogation on (B)(6) 2016 the expected reservoir volume was 17.3; however the actual volume aspirated was 12 ml. It was described that no action / intervention was taken. On (B)(6) 2016 the total maximum daily dose regarding patient activated dosing was increased 98% to 39.66 mcg/day of compounded baclofen, 5.949 mg/day of bupivacaine, and 0.3966 mg/day of hydromorphone. The event was indicated as having been related to the device or therapy and unrelated to the implant procedure. The event was unresolved and it was noted that no further action was planned. No patient symptoms were reported. Additional information received from a healthcare provider (hcp). It was reported that the concomitant drugs included hydromorphone. The patient's medical relevant history includes malignant pain, spine/back pain, and thoracic pain. Additional information was received from a healthcare provider via a clinical study. It was noted that the pump was replaced on an unspecified date and was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the pump replacement was for normal battery depletion. It was noted the patient's baseline weight was not collected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the concomitant drugs included hydromorphone 2 mg q6h pm.